Event description:
Caller reported a malfunction on the pump, identified with malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting the pump, and the malfunction did not recur. Customer was advised to call back if the issue persisted, and they acknowledged this guidance.